Event description:
Patient presented to the physician with an infection at the neck incision site. Physician brought the patient into the or, flushed the neck incision with antibiotic solutions, and closed. Patient presented back to the physician with continued infection. Physician prescribed antibiotics. This resolved the issue. Patient presented back to the physician with wound dehiscence at the neck incision site. Physician brought the patient into the or and removed the entire inspire system.